Event description:
It was reported that a patient with a pacemaker was evaluated during a routine follow-up visit, during which the device was noted to have an estimated remaining battery longevity of approximately two years. Device data was submitted to technical services (ts) for review. Ts determined that the observed minor variation in power consumption was attributable to increased atrial and right ventricular pacing percentages. In addition, a non-boston scientific right ventricular (rv) lead was noted to exhibit slightly elevated pacing thresholds and low pacing impedance measurements of less than 200 ohms. Technical services advised that high pacing thresholds in combination with low impedance measurements may contribute to increased power consumption. Ts recommended to evaluate the rv lead. At this time, the device remains in service. No adverse patient effects were reported.